Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the caps were discovered to be broken. When inventory was checked 281 were discovered to also be damaged. The following information was provided by the initial reporter, translated from chinese to english: the rubber stopper of the blood collection tube was cracked, uneven and smooth. The nurse found that the rubber stopper of the blood collection tube was cracked when collecting blood, and then checked the inventory of the department and found that there were blood collection tubes with cracked rubber stoppers in each medium package.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 14-sep-2023. H6. Investigation summary: bd received 20 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for stopper damage was observed. Additionally, the customer samples were visually inspected and 10 out of 20 tubes had stopper damage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the caps were discovered to be broken. When inventory was checked 281 were discovered to also be damaged. The following information was provided by the initial reporter, translated from chinese to english: the rubber stopper of the blood collection tube was cracked, uneven and smooth. The nurse found that the rubber stopper of the blood collection tube was cracked when collecting blood, and then checked the inventory of the department and found that there were blood collection tubes with cracked rubber stoppers in each medium package.